Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative (rep) indicated that the patient experienced a headache and was hospitalized due to the intrathecal fluid leak post replacement. The fluid was determined to be cerebrospinal fluid only. It was noted that the previous catheter was cut during a laminectomy. The catheter was removed and discarded but a small segment remained in the patient due to the physician opting to leave it due to difficulty finding the last piece.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable pump for spinal pain. It was reported that the patient was in the hospital and needed magnetic resonance imaging (MRI) for a suspected intrathecal fluid leak.